Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer cleared duplicate addresses and hardware errors, manually pushed firmware via remote support service, rebooted the medstation, and assisted the customer with reloading ejected medications back into the station. No issues were observed after the reboot, and all hardware errors were cleared. The fse also installed new slide bumpers on the slide rails for main half-height drawers: 5.1 and 6.2 and auxiliary half-height drawers: 3.2, 5.1, and 5.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had duplicate address pocket failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.